Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: what was the appearance of the staples? (B-formation, irregular, legs straight)? Please explain. The appearance of the staples seemed not be shaped as a complete b-shape, the surgeon explains that he says the staples look like there hasn¿t been enough compression is the current patient status known? Yes, the patient is fine and healthy. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No

Event description:
During a laparoscopic sleeve gastrectomy from dr the first gst reload (gold) was bleeding extensively along the staple line. This was not an oozing, it was a significant bleeding were multiple clips had to be used to stop the bleeding.

Manufacturer narrative:
(B)(4). Batch number: m5514k. Investigation summary: the analysis results showed that one gst60d cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.